Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1327251. Medical device expiration date: 31oct2026. Device manufacture date: 23nov2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle wouldn't let medication pass. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the vaccine was not going through the needles.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-apr-2022. H.6. Investigation: it was reported the vaccine was not going through the needles. To aid in the investigation, four hundred forty-two samples were received for evaluation by our quality teams. Batch 1327251 was received with six unopened box cartons and fifty loose samples. Batch 2024137 was received as ninety-two loose samples. All the samples were received in sealed blister-packs. Sixteen needles from batch 1327251 and eight needles from batch 2024137 were found to be clogged. The condition observed at the packaging site is non-conforming per product specification. Multiple samples were then received at the needle manufacturing site with no packaging blisters in six opened shelf boxes and two plastic bags. Inside each shelf box there was a plastic bag with a blue sticky note identifying them as clogged. A visual inspection was performed and no defects or imperfections were observed. Each of the samples labeled as clogged were connected to a syringe with saline solution. All of these samples expelled the solution with normal flow. An additional random selection of thirty-two units were taken from the rest of the samples received. Each was connected to a syringe with saline solution and they all expelled the solution with normal flow as well. A device history record review was completed for provided material number 305916, batch numbers 1327251 and 2024137. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Both batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed at the needle manufacturing site, and a probable root cause could not be offered.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle wouldn't let medication pass. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the vaccine was not going through the needles.